Event description:
This is follow up# 2 to report that on 6/12/2023, pmqa received notification from legal that although a lot was reported in the original summons, the lot associated with this event was found through discovery and is s10760. No other information was reported. As reported in the initial: it was reported through a legal event that a patient had hernia repair surgery on or about (B)(6), 2010. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s10780. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2014 and underwent a mesh revision operation.

Manufacturer narrative:
A review of the device history record for strattice lot s10760 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Additional and/or corrected data: b5, d4, g6, h2, h6 internal investigation into strattice lot s10780 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2023, all of the 195 devices released to finished goods for lot s10780 have been distributed with 123 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up#1 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a patient had hernia repair surgery on or about (B)(6)2010. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s10780. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6), 2014 and underwent a mesh revision operation.

Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2010. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s10780. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2014 and underwent a mesh revision operation.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.